Event description:
Caller reported an issue with the cgm, specifically an error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the error did not reoccur. The caller was advised to wait 20 minutes before starting a new sensor session, which they acknowledged and understood.